Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient reported significant negative dysphotopsia requiring removal of the intraocular lens (iol). The patient experienced visual field loss which resolved following removal of the lens. Additional information has been requested.